Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during follow-up in clinic. During interrogation, the implantable cardioverter-defibrillator was observed with post-paced t-wave oversensing. The device was re-programmed, and the patient was in stable condition.